Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had keypad anomaly. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. The circle button to get into pump takes about two mins to respond. Screen was blacked out had not touched. Customer touched the circle button in the middle did not do anything. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.